Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using penumbra coils 400 (pc400s). During the procedure, the physician was unable to advance a pc400 out of its introducer sheath and into a lantern delivery microcatheter (lantern). It was reported that the pc400 was stuck at the tip of its introducer sheath. Therefore, the introducer sheath containing the pc400 was removed and the procedure was completed using four additional pc400s and the same lantern. There was no report of an adverse effect to the patient.